Event description:
It was reported that this pacemaker device exhibited farfield oversensing. Upon review, there was high capture thresholds, with value at 3v on the right ventricular (rv) lead. This device currently remains in service. No adverse patient effects were reported.